Event description:
Rn reports that this pump required several effluent pod repositionings and recoveries on the days she cared for patient due to elevated effluent pressure (160) or failing self test. Then approximately 2 hours after the self test failed and the effluent pod was repositioned, rn noted that the dialysate amount given was >30 ml/hr off and patient fluid removal was also >30 ml/hr. Rn had contacted manufacturer representative regarding the situation and the rates quoted to them were within factory tolerances. Biomedical notified and decision was made to remove pump with next filter change to perform testing due to effluent pod issues, dialysate infusion and patient fluid removal issues. Biomedical checked and replaced the effluent and dialysate pump rotors as a precaution. The effluent rotor was a borderline "pass" for inspection. Both rotors sent back to gambro as warranty protocol. Also, verified accurate wet test with dialysate usage over 1 hour as accurate. Machine returned to service.